Event description:
Ous MDR - one day post implantation, an intermittent loss of capture was reported. No adverse pt side effects have been reported. The device is still implanted.

Manufacturer narrative:
Our MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as no the returned device data. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The returned device data have been analyzed, particularly the returned ECG's were analyzed documenting pacing spikes which were not captured. It is assumed that an intermittent contact within the ventricular p/s path might have contributed to the clinical observation. The analysis of the pacemaker's memory content did not reveal any indication of a device malfunction. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. The analysis of the returned device data revealed no indication of a device malfunction.